Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device had an unknown pacer fault. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the data file and the customer's report was not confirmed. Review of the files showed instances where the device loses patient impedance related to coupling and pauses pacing which is by design. All information in the log is explainable, and not an indication of a device malfunction. The customer has decided not to return the device and will replace the mulfifunction cable as a precaution. No trend is associated with reports of this type.